Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - constructs: zero-p/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 290 patients (mean age 49 years, 147 females) who were operated with zero-p instrumentation between january 02, 2006, and november 22, 2020. The following complications have been identified as per the swedish spine registry (swespine) report: intraoperative complications: 8 patients had dural tear. 2 patients had root injury. 1 patient had other intraoperative complication. Postoperative complications: 1 patient had reintervention during index stay for redecompression. 1 patient had reintervention during index stay for repair of dural injury. 68 patients had dysphagia within 1 year postoperative. 33 patients had recurrent nerve injury within 1 year postoperative. 4 patients had superficial surgical site infection within 1 year postoperative. 5 patients had thrombosis within 1 year postoperative. 1 patient had readmission to drain hematoma. 1 patient had readmission to drain infection. 1 patient had readmission for implant removal. 4 patients had readmission for refusion. 1 patient had 2nd readmission for redecompression. This is for the unknown synthes zero-p instrumentation. This report is for one (1) unk - constructs: zero-p this is report 1 of 2 for (B)(4).